Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2012; dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had several dropped intervals during ventricular fibrillation (vf) detection. The lead is still in use. No patient complications have been reported as a result of this event.